Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that an out of regulation (oor) message was displayed on the patient programmer. The patient had deep brain stimulation (dbs) implanted about a month ago. The reporter wanted to change the patient¿s frequency, but the programmer kept showing a ¿call your doctor¿ sign and oor error message. The manufacturing representatives recommended the patient remove the batteries and put them back in and then check the implantable neurostimulator (ins). The patient tried removing the batteries, but they still got the error message after putting the batteries back in. The programmer had been packed in the patient¿s luggage while traveling. The manufacturing representative later reported the error message was displayed when the programmer was turned on and pressing the ¿accept tick¿ button. The ins was fine and the settings were the same as when the patient left the hospital after implant. The patient was not able to change the settings and they needed to change the frequency due to the patient feeling very slow and tired. The ins was programmed in unipolar and constant voltage mode. The patient was fine at the time of this report.